Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the received device has a different from the device originally reported. The device that was originally reported was lot number 5598582, catalog number 3501690, serial number (B)(4). The device received was saline mentor smooth round moderate profile 525cc, lot number 5680038, catalog number 3501685. Clarification is in process. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 575cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 575cc on (B)(6) 2018.

Manufacturer narrative:
On 08/08/18, it was reported to mentor that the device history record ( DHR) of lot number 5598582 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018 it was reported to mentor that the device history record (DHR) of lot number 5680038 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, 5680038 is the correct device lot number. On (B)(6) 2018 it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.5 cm on the posterior aspect and a crease extended to the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).